Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2012: the patient was pre-operatively diagnosed with l2 compression fracture and l1-l2 kypholic deformity and post-operatively diagnosed with l2 compression fracture and l1-l2 kyphotic deformity plus deep wound infection around pedicle screw heads. The patient underwent following procedures: removal of pedicle screw instrumentation and revision instrumentation. L2 pedicle screws, lumbar and pedicle screw instrumentation of l1 posterior spinal fusion l1-l2 posterior instrumentation l1-l4. Irrigation and debridement. Deep lumbar wound. As per op-notes, ¿ a high speed bur was used to decorticate the bilateral l1-l2 facet joints and small strips of rh-bmp2 were placed in the facet joints in order to achieve a posterior fusion.¿ post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.